Event description:
It was reported that a pump had one occurrence of a system error 105 prior to the start of an infusion. It was also reported that there was no pt injury. The customer state that the device passed preventative maintenance testing and they could not reproduce the system error 105.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and a eval could not be performed. If the device is returned an eval will be performed and a supplemental report will be submitted.